Manufacturer narrative:
At this time, the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited poor sensing and was found dislodged a few days after its implant. A surgical revision was performed wherein the physician repositioned the ra lead to solve the issue. The lead remains in service. No additional adverse patient effects were reported.